Event description:
It was reported the device is unable to power up or may power down unexpectedly. The device was returned for recall repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases, battery drawer, and side bail covers are broken. Battery release is contaminated. Lead flex cover is corroded. Battery contacts are compressed. One side bail is missing. Ring is bent. Serial number label is torn.